Event description:
It was reported that a patient presented for a scheduled generator replacement. During the procedure it was discovered that the right ventricular lead exhibited high impedance and upon further inspection of the lead, it was noted that the lead had insulation damage. The lead was capped and replaced. The patient was discharged.